Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During an ICD replacement, non-sustained right ventricular oversensing was noted on the lead. The device was capped and replaced. The patient is stable.